Event description:
The event is reported as: customer called to report that a hemoclip had migrated to his bladder. In (B)(6) 2010, he underwent robotic surgery for a prostatectomy at (B)(6)hospital in (B)(6). About 2 months ago, he went to the doctor because of pain and terrible incontinence. A cat scan was performed and a foreign object was seen in the bladder. On (B)(6) 2013, surgery was performed to remove the object which was a hemoclip. During conversation pt stated "he is doing fine." Unk catalog number. Pt sent picture of clip in closed position that was removed. Add'l info available.

Manufacturer narrative:
Pt has clip that was removed, but will not send it in for investigation.